Event description:
It was reported that during a coronary stent procedure in which multiple devices were used, the stent dislodged. The physician twice attempted to cross the lesion with a cutting balloon without success. A balloon catheter was then used to pre dilate the lesion and was able to cross with the cutting balloon. After use of the cutting balloon, the express2 was advanced, however, they were unable to cross the lesion. A second attempt to cross the lesion with the express2 was also unsuccessful. The express2 was retracted into the guide in attempt to reposition and was finally able to cross the lesion. During deployment under fluoroscopy it was noted that the stent had dislodged. Attempts to retrieve with a snare were unsuccessful and the stent was deployed in a branch of the posterior descending rca. The procedure was completed with another MFR's stent. Pt condition and status is listed as "good".